Manufacturer narrative:
The mayfield infinity base unit (a2079) was returned for evaluation: device history record (DHR) - the DHR was reviewed and no anomalies related to the reported failure was observed. Failure analysis - the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. The transitional member was too loose and needed to be replaced. The observed issue was likely caused by wear and tear and/or improper handling of the device. The damaged/worn parts were replaced along with general maintenance as the device was under repair for the first time. The unit was sent in without a case. The inspection has shown that the handles had to be readjusted. It has been done and there seem to be no other issues with the base unit. All threads and locking functions of the components where tested. To finish the service, the unit must be tested with the 1101 function test and must be marked with the instance number. The unit needed repair, preventive maintenance, replacement of worn parts along with general maintenance and cleaning. Root cause - the reported complaint was confirmed from the evaluation. Evaluation showed that the that the handles had to be readjusted. The reported complaint is likely caused by wear and tear. The definite root cause cannot be reliably determined. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during use of the mayfield infinity xr2 base unit (a2079) for the 4th use, the crossbar moved down even when it was completely locked and in the secured position. The locking system on both ends were not functioning in the same way. Also, it was noticed by the facility that the base handle adjustment knob is different than what is in the catalog. There was no patient injury because the surgeon prevented the skull clamp from falling backwards. However, there was an hour surgical delay, and the standard mayfield system was used to complete the unspecified procedure.